Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently delivered a second bolus due to forgetting that a bolus had already been delivered. Customer reported no issues with the pump or supplies. Customer's blood glucose was 172 mg/dl. Customer declined tandem technical support's offer to follow up.